Event description:
It was reported the patient allegedly received an implant on (B)(6) 2007 via the internal right jugular due to deep vein thrombosis. Patient is alleging the filter is unable to be retrieved due to clot above the filter and deep vein thrombosis. The patient further alleges leg pain which limits hobby. Per the (B)(6) 2007, computed tomography abdomen and pelvis with contrast: "findings: there is some non-occlusive clot in the inferior vena cava above the filter. This measures approximately 1.7 cm in anteroposterior dimension. Some non-occlusive clot is also present immediately below the filter and extends from just below the level of the filter to the confluence of the common iliac veins. The clot in this location measures approximately 9 mm in thickness. Impression: non-occlusive clot does remain above and below the inferior vena cava filter.

Manufacturer narrative:
H6-patient codes: thrombosis (2100)-listed in IFU; pain (1994)-not listed in IFU, h6-device codes: difficult to remove (1528)-listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿unable to retrieve, dvt, leg pain" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported leg pain is directly related to the filter. Unknown if the reported dvt is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Occupation: non-healthcare professional. No information regarding the event has been provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.